Event description:
It was reported "the case of ra-04020 has most of the devices bent." No patient involvement was reported. A quantity of 50 devices with the same lot number was reported.

Manufacturer narrative:
(B)(4) based on the review of the customer supplied photos, the report was determined as non-reportable, therefore the initail report submitted on 6/15/2023 needs to be retracted.

Event description:
It was reported "the case of ra-04020 has most of the devices bent." No patient involvement was reported.

Manufacturer narrative:
Qn#(B)(4). A quantity of 50 devices with the same lot number was reported.